Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. It was reported that the cause of the peritonitis was constipation. The patient was not hospitalized for the event. The patient was treated with injection reflin (500mg) and injection heparin (1000iu). At the time of this report, the patient was recovering from the event of peritonitis. The outcome of the constipation was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.